Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 70-305 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.